Manufacturer narrative:
(B)(4). Additional device dsl1828: (B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. The engineering investigation stated, the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had pulled out of the trailing olive bond on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. The gore® excluder® aaa endoprosthesis instructions for use states, do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Event description:
On (B)(6) 2015, a patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. An 18fr gore dryseal sheath was utilized for access. Following advancement and deployment of the contralateral leg component, when the contralateral leg delivery catheter was being withdrawn, the leading end of the delivery catheter broke between the leading and trailing olives, at the junction of the catheter and trailing olive. The catheter segment with the attached leading olive were successfully removed from the patient. The patient tolerated the procedure with no adverse outcome.